Manufacturer narrative:
Philips has investigated this complaint. The device was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and found there was an intermittent loss of connection with the wireless footswitch. It was confirmed that the customer is continuing with using the wired footswitch. The fse ordered a replacement wireless footswitch, base station and charger in order to resolve the connection issue, however the customer refused replacement and wished to continue using the wired footswitch. The system is working as intended with wired footswitch. Based on the available information, the cause of the reported problem could not be confirmed. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the wireless footswitch had connection issues. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.